Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). MRI technician said the ins hasn't worked in years so the patient hasn't used it; the reason for call was to ask if a non-working ins could be scanned at the hip location. The technician didn't know the reason for the not working issue. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient reported they had poor results from the implant, doesn't remember the reason. The patient's managing hcp had retired and no further information was available. Patient noted she had a bladder sling instead. No further complications have been reported as a result of this event.